Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the fiber tip exhibits no sign of breaks/fractures. The glass cap exhibited moderate devitrification at the output window. The metal cap was detached and returned with the device; the metal cap exhibited moderate charred detritus adhesion on the surface. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture and aiming beam was present at the fiber output window. There were no signs of breakage along length of fiber. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Due to the observed metal cap detachment , an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent metal cap detachment. Tissue adhesion from constant and heavy tissue contact could be the major root cause resulting in the observed metal cap detachment.

Event description:
It was reported that at 5 minutes 38,219 joules while using the fiber during a prostate procedure, the fiber ruptured / broke. The fiber was replaced and the procedure completed using a second fiber. There were no patient complications.

Event description:
It was reported that at 5 minutes 38,219 joules while using the fiber during a prostate procedure, the fiber ruptured / broke. The fiber was replaced and the procedure completed using a second fiber. There were no patient complications.